Manufacturer narrative:
H6: off-label acd<3.0 claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -8.5/2.5/071 (sphere/cylinder/axis), was implanted as a replacement into the patient's right eye (od) on (B)(6) 2023, due to low vault. The problem was not resolved.